Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified that the 4.5mm bio-screw anchor of the bio-compsi crkscrw ft 4.5x 14mm was broken at the tip and overall length in two. No damage was noted on the sutures returned. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th february 2025, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during a rotator cuff repair procedure on (B)(6) 2024. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-1927bcf-45 instead. Ar-1927p was used to prepare the bone socket and all the fragments were retrieved from the patient.